Manufacturer narrative:
H6: investigation summary: a 388800 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 088920. A photograph provided by the customer indicates that a brown contaminant was present within the body of the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 088920 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The 388800 products are manufactured in an iso standard clean room which is under a positive pressure to push dust and particles out of the manufacturing area. The workers wear protective clothes including headwear and the clean room area is regularly cleaned according to a cleaning plan. In addition to this, final products are subjected to visual inspections for such issues. The most likely root cause is that a member of the clean room staff did not correctly follow the clean room procedures due to human error. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 388800 product over the past 12 months. H3 other text : see h10.

Event description:
It was reported that (B)(4) bd y-site verisafe connector experienced discolored primary packaging. The following information was provided by the initial reporter: this is a report for brown/black specs.

Event description:
It was reported that 190,000 bd y-site verisafe connector experienced discolored primary packaging. The following information was provided by the initial reporter: this is a report for brown/black specs.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.